Manufacturer narrative:
The p-cap / reservoir locked properly into place. The pump was received with broken belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring had damaged. Customer stated that insulin pump little bit bumped and had cosmetic damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.